Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had no image and incompatible scope error e315 was reported. The issue was found at inspection for use for a diagnostic enteroscopy, which was completed without delay with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 and h6 "medical device problem code" fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the event was not reproduced. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.